Event description:
It was reported that a pt sustained a burn of approx 23-26 mm in diameter on the forearm, after being scanned with a signa 1.5t twinspeed mr system for an MRI of the chest and abdomen. The pt was positioned head first and supine with the arms at the sides. Based on hospital f/u with a pt warming questionnaire there was inadequate padding placed between the pt and the bore. The pt was treated with ointment, and no further medical treatment was necessary.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 12, defines proper pt positioning and padding to prevent warming during MRI scans, but this was not followed by the user. The root cause of the injury is user error since the pt was not padded away from the bore. No further actions are planned at this time.